Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with presence of hair in the sealed package.

Manufacturer narrative:
Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified, no quality deviations and maintenance occurred. We received the photo and sample by the client for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. We inform that the current controls to detect the incident are done by visual inspection in the process of packing of needles every 02 hours in 40 parts sample size, and also in the process of assembly of needles every 02 hours in 50 parts sample size. In the process of needle packing and inspection performed by the operators follow according to control plan. This inspection is visual and recorded so that the status of the batch can be defined, whether it is approved or not approved for the foreign matter. Information on the occurrence of this complain was informed to employees directly involved in the process. Reinforced the orientation so that they can be awarded with regard hair in product during the activities in the process. The foreign matter defect, according to the samples, is related with hair that fell during the operation in the process of packaging needles. In this activity and in the machine in question the operator needs to be very close to the product, and it¿s because the lay out of this machine is different from the other packers. So any hair that accidentally escapes from the cap has a chance to fall into the process. Operators are being oriented with respect to this occurrence characteristic and paying more attentions. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the packaging process occurs is isolated from the external environment to prevent foreign matter from reaching the product. The process as a whole is monitored so that its performance and effectiveness of preventive and corrective actions can be measured.

Event description:
It was reported with the use of the bd eclipse¿ needle there was an issue with presence of hair in the sealed package.